Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had two endeavor drug-eluting stents successfully deployed at proximal and mid rca, a non-medtronic stent was deployed at distal rca. Approximately 42 months post the index procedure the patient suffered stent thrombosis in the proximal rca which was treated with revascularization. Approximately three days later the rca was occluded and was treated with rotablation and stenting of the cx was also carried out. Patient status is unrecovered. The investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.